Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
It was reported that the microbore tubing swivel collar broke when it was being disconnected for the patient. There was no patient impact.

Manufacturer narrative:
Continued from d.11: one used non-bd syringe lot 3137204 exp 2020-10-01 of 0.9% sodium chloride injection. The customer¿s reports that the male luer collar broke off was confirmed. The set was visually inspected for cracks, misassemblies or damages to the components. Visual inspection as received confirmed the male luer collar to be cracked and broken. Closer inspection of the break under a lab microscope observed no stress marks or tool marks. No further testing could be performed due to the broken male luer tip. The root cause of the break could not be definitively determined.

Event description:
It was reported that the microbore tubing swivel collar broke when it was being disconnected from the patient. It was confirmed during follow up, that there was no patient harm or impact as a result of this event.